Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was between 400-500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.